Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This event occurred in (B)(6). Consumer reported that a tampon fell apart on removal. Consumer removed remaining piece. Consumer experienced abdominal pain and nausea and went to the doctor. Ultrasound and exam found no pieces and there was no diagnosis.